Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient presented to the device clinic with small hole at device incision site and pus in the pocket. There were no additional adverse patient effects reported. The rv lead was explanted.